Event description:
It was reported the device "shut itself off" three times "this year and last year." The patient would begin to shake when the device was shut off. It was noted this was the right side implantable neurostimulator (ins). An electrical shock when "checking" the battery was also reported. This occurred about a month ago. It was further stated the patient did not know their ins shut off until they began shaking. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 3889-28, lot# v681796, implanted: (B)(6) 2011. Product type: lead: product ID 3387-40, lot# l77388, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
Additional information received reported that the ¿battery was blown¿ and it would be replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an appointment scheduled with their doctor for (B)(6) 2013. It was unclear if the patient was still having concerns regarding their therapy or device. No further information was reported.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient did not have concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was further noted that the patient "did not have any." It was noted that the patient needed an appointment with the manufacturing representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient went for his annual dbs checkup and his right stimulator was turned off. Normally the hcp had turned the device on and set it back up; however, the hcp had turned the device off and programmed it down to 0v in case it were to turn itself on. At this time the device was not working at all. It was reported that the patient got tremors when he tried to do something. The patient was back to using a walker over the past two to four weeks as the patient had been falling frequently. The first time the patient fell he hit his chest, the second time the patient fell on his back, and the third time the patient fell on the concrete. The patient had pain in his back. It was noted that the stimulator on the left side was working perfectly, and the patient did not have magnets around.